Event description:
Procedure type: unknown. According to the reporter: the stapler used was fired across a vascular pedicle but staples only appeared on tissue on one side. The tissue separated before completion of the firing and before pulling back on the black lever. Another device was used without further consequence. The other device did remove the reported staple line and tissue. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).